Event description:
On (B)(6) 2012, the reporter called animas and alleged that the up arrow button is not working well, taking several pushes to get a response. The patient wears the pump under a garment and uses a protective lens film. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: button contact contamination without visible physical keypad damage. Investigation revealed the keypad to be fully intact, with no peeling or damage observed. Keypad was removed to investigate and evidence of keypad contamination was located under "contrast", "up", "down" and "ok" contact buttons. "Up" key exhibits intermittent response to button presses.